Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on february 07, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "broken device" on the left side. The device has been explanted-replaced and will not be returned.

Event description:
Healthcare professional reported "broken device" on the left side. The device has been explanted-replaced and will not be returned.

Manufacturer narrative:
Continued additional phone number (e.1): (B)(6). A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "couple of broken devices".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024. Additional, corrected and/or changed data: d.6a.

Event description:
Healthcare professional reported "broken device" on the left side. The device has been explanted-replaced and will not be returned.